Event description:
This is a complaint about protector's filter part falling off. According to the customer report the filter part of the balloon had come off when the protector was installed and the preparation work was about to be performed.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Follow up MDR for correction, following the submission of the initial MDR, it was determined that the reported event is not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. This MDR will be void.